Event description:
Caller reported that an error occurred with their continuous glucose monitor. There was no adverse impact to the customer's blood glucose level. Customer service provided detailed instructions for resetting the pump, and after the reset, the error did not reappear. Caller was advised to wait before restarting their sensor session, which they understood and acknowledged.